Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the video cable section was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light guide bundle of the video cable section was broken and therefore the light transmission is lost or too low. The most probable cause of the complaint is cause traced to component failure. The cause behind component failure is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a dark image. There were no reports of patient harm.